Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1, b2, d4, d9, h1, h2, h4, h6. One cup, one bearing and head were returned and evaluated. Visual inspection identified head was assembled with the bearing upon receipt. There is some scuffing to the inside of the cup. The head was returned inside of the liner with the liner having indentations on the outside radius. Medical records were not provided. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: foreign country: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02413.

Event description:
It was reported that during the initial operation, the dislocation was found after the product was implanted by the doctor. After repeated tests, the issue was not solved, the patient's blood loss increased, and the operation time was extended by 90 minutes. Finally, the surgery was completed with continuum prosthesis. Attempts have been made and additional information on the reported event is unavailable at this time.